Event description:
The customer reported a sensor error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete information on how to reset the pump, and the customer plans to call back after retrieving their charger. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.